Event description:
It was reported that during the procedure when the subject stent was deployed in the vessel, the middle section was unable to open. The device was removed, and the beginning of thrombus formation was observed in fluoroscopy. The device was replaced with a new stent, and the procedure was completed with a delay of 20 minutes. There were no clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent delivery wire (sdw) was inspected and the distal sdw was kinked/bent. The subject stent had been deployed and was fully opened but was noted to be frayed at both the edges. The introducer sheath was not returned. The functional inspection was not performed as the was returned in the deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent failed/unable to open (when not implanted)¿ was not confirmed during analysis as the stent was fully opened, but the results are consistent with the event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Other devices used in conjunction with the subject stent were a guide catheter and guidewire. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient anatomy was reported to be moderately tortuous. The device was returned, and the stent had been deployed and was fully opened but was noted to be frayed at both the edges. The distal sdw was kinked/bent. The introducer sheath was not returned. It is most probable that the anatomy of the patient contributed to the reported event. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. An assignable cause of procedural factors will be assigned to the as reported event of ¿stent failed/unable to open (when not implanted)¿ and as analysed defects/events of ¿stent deployed prematurely during retraction/resheathing', 'stent deformed' and ¿sdw kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure when the subject stent was deployed in the vessel, the middle section was unable to open. The device was removed, and the beginning of thrombus formation was observed in fluoroscopy. The device was replaced with a new stent, and the procedure was completed with a delay of 20 minutes. There were no clinical consequences to the patient.